Event description:
Customer reported receiving an adc meter reading of 160mg/dl which was higher than she felt and lost consciousness. She stated when she woke up she ate foot and re-tested receiving a reading of 277mg/dl. Customer reported still feeling disoriented, dizzy and light headed and self-treated with insulin. No additional symptoms were reported, no third-party medical intervention was required. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed. All results were within range specification and no errors were observed during control solution testing. The reading reported was found in the meter's memory.